Event description:
Customer called to report she was having high blood glucose levels. Her bolus calculator suggested a bolus of 2.4 units but she initiated a bolus of 1.4 units. Her bg level then rose from 282 to 335, at which point she administered a manual shot of insulin. She then called customer support and the representative suggested that she replace the device. No further information reported. The device is being returned for evaluation.

Manufacturer narrative:
The product was returned and found to have a damaged cannula tip. The cannula tip was found to pass insulin however flow was severely restricted. This condition could have contributed to reported symptom (elevated bg levels) during use. This type of damage typically occurs when the patient is very lean and the cannula is fired into muscle, not "pinching up" at the insertion site. As noted in the user guide, patients are advised to select a pod placement site consisting of fatty subcutaneous tissue and to pinch the skin around the pod until the cannula inserts. The user is also instructed in the user guide to periodically check their infusion site and to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required. The DHR provides evidence that the lot met the acceptance level prior to release.